Manufacturer narrative:
Additional information: h3, h4, h6, h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the 'synthetic sleeve' assembled in the injection site port was poorly positioned. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of the injection port of a buretrol solution set came out of the port which resulted in a fluid leak. The issue was further described as, ¿when placing medication through the cap of the buretrol, it fell off the equipment, the rubber stuck to the needle of the syringe used came out, for this reason the venoclysis equipment was exposed and the liquid came out through this space¿. This event occurred while injecting into the burette using a needle prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.